Event description:
Patient reported ez rings had come off of the device and recurring e7 (electronic error). Patient indicated she experienced elevated blood glucose (400 mg/dl) as a result of tubing being kinked. Patient indicated that although the tubing was kinked, she never received an e4 (occlusion) error. Patient indicated that she had erratic blood glucose, undelivered boluses, and condensation in the pump chamber. Patient reported that the device would only show a partial display.